Manufacturer narrative:
Review for the day of treatment shows during start up the vacuum check, the energy check, and the ablation check were performed successfully without issue. A review of the complete day was performed. The provided logfile shows the user performed six treatments successfully. No gas leak problem can be confirmed. The system shows also no deviation which can contribute the suction loss problem from the technical side. The root cause could not be determined conclusively. According to logfile review result the reported event could not be confirmed. The system was working with specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient interface had a gas leak issue and lost negative pressure during surgery. The surgery was completed with a new patient interface and no patient harm.